Event description:
It was reported that during patient use a ventilator stopped cycling. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and found error codes related to the malfunction. However the cse performed extended self-testing on the device and all tests passed. The device was then placed back in service at the user facility without any further issue.